Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated episode 2545 recorded a shock therapy causing acceleration of the rhythm into a faster rate and then redetected, shocked and terminated. (B)(4).

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and in one of the episodes anti-tachycardia pacing (atp) failed and on redetect operation shock induced faster cycle event, possible ventricular flutter. The episode was then terminated. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.